Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The information provided in section date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 441 mg/dl. Patient's other blood glucose value was 335 mg/dl. The customer experienced symptoms such as nausea.the customer was treated with manual injection. The insulin pump was expected to be returned for analysis.